Event description:
It was reported that patient presented for a scheduled implant procedure. During the procedure, it was noted that tissue got stuck in the helix of the right ventricular (rv) lead, causing it to become bent while removing the tissue. The rv lead was not implanted, and an alternative lead was used instead on (B)(6) 2025. The patient was in stable condition.